Manufacturer narrative:
Patient identifier is (B)(6) the initial report was submitted under manufacturer report number 3005094123-2019-00012 ((B)(4) as manufacturing site) with suspect medical device of architect total bhcg, list 7k78. After further evaluation, the suspect medical device was changed to architect i2000sr, list 3m74 ((B)(4) as manufacturing site), which is this report. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect total bhcg on ID 811473001955 of 2317.75 miu/ml, retest negative of <1.2 miu/ml when processing on the architect i2000sr. No impact to patient management was reported. Race and ethnicity not provided.

Manufacturer narrative:
A review of the results log by the field service engineer (fse) could not identify any contributing factors for erratic results. No instrument parts were replaced. A review of the analyzer service identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the current complaint was received. The complaint trending report review determined that there was no non-statistical or adverse trend for the complaint issue for the product. The architect i2000sr erratic result rate is within acceptable limits with no trends identified. Labeling was reviewed and found to be adequate. No malfunction and no product deficiency were identified.